Manufacturer narrative:
The product is available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During use of a powerflex pro balloon it was reported that the balloon ruptured at an unknown pressure. The patient was a male, but his age was unknown. The target lesion was the iliac artery. It is unknown if the lesion was a de novo, but was slightly calcified and slightly tortuous. The % of the stenosis was unknown. The products were properly inspected and prepped and no anomalies were noted. The powerflex pro (8.0/40mm 80cm) was delivered to the target lesion for pre-dilation. No difficulty reported while advancing the product over the guidewire. The balloon ruptured as soon as it was inflated. It was unknown how the balloon was pressurized, but it was hardly pressurized. It is unknown what brand of contrast was used. The contrast to saline ratio is unknown but is usually 1:1. An indeflator is usually used to inflate the balloon. The physician stopped using the device, and a different balloon catheter (non cordis in same size) was used instead. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
As reported, during use of a powerflex pro balloon it was reported that the balloon ruptured at an unknown pressure. The target lesion was the iliac artery. It is unknown if the lesion was de novo, but was slightly calcified and slightly tortuous. The percentage of the stenosis was unknown. The product was properly inspected and prepped with no anomalies noted. The powerflex pro was delivered to the target lesion for pre-dilation. No difficulty reported while advancing the product over the guidewire. The balloon ruptured as soon as it was inflated. It was unknown if an indeflator was used but reported as usually used. It is unknown what brand of contrast was used. The contrast to saline ratio was reported as usually 1:1. The physician stopped using the device, and a different balloon catheter was used to complete the procedure successfully. There was no patient injury reported. One non sterile catheter powerflexpro 8mm4cm 80 was received coiled inside a plastic bag. Balloon was previously inflated. A leak test was performed and a pinhole was noted in the proximal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of scratching; the balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report of balloon burst was confirmed through analysis of the returned device; however the exact cause could not be determined. Based on the evidence of scratches on the external surface noted during analysis, the balloon may have had contact with calcification in the vessel during delivery to and during inflation of the target lesion which may have contributed to the burst. Neither the analysis nor the DHR suggest that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.